Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #( B)(4) does not power on with any autopulse li-ion batteries. The batteries used powers another autopulse platform. No patient involvement.

Manufacturer narrative:
Correction h6: autopulse platform manufactured date. The reported complaint of "the autopulse platform (serial #(B)(6)) does not power on with any autopulse li-ion batteries" was not confirmed during functional testing. The autopulse platform powers on and passed the functional testing without any fault or error and performed as intended. Visual inspection of the platform was performed, and no physical damage was observed. The archive data review showed ua02 (compression tracking error) error, unrelated to the reported complaint. This advisory message was cleared by the customer, and was not replicated during functional testing. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform passed the preliminary functional test without any fault or error. Following service, load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with multiple good known test batteries until discharged without any fault or error. The reported complaint could not be reproduced. There were no device deficiencies found during service evaluation that could have caused or contributed to the reported complaint. The power issue may be due to the batteries used by the customer. The customer has been requested to send back the batteries for evaluation.